Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia and infection at infusion site. The blood glucose level was 700 mg/dl therefore, the patient was treated with bolused via the pump and mdi. The patient was released from the hospital on (B)(6) 2024. No further information was available.